Event description:
As reported, prior to patient contact during a procedure involving pacemaker implantation via access in the left subclavian vein, a micropuncture transitionless access set's sheath was noted to be frayed at the tip. Another device of the same type, from the same lot, was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer name and address: phone: (B)(6).; address line 2: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional corrected information: b1, b5, h1, h6 (annex g). B1/h1: information was received from the customer, clarifying the failure mode. The device did not split, tear, or separate, but the tip became "wavy". Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received from the customer on (B)(6) 2022, clarifying that the tip of the device did not split, tear, or separate, but became "wavy".